Manufacturer narrative:
Device was used for treatment, not diagnosis. Since the reported device broke during insertion, it cannot perform its intended function and therefore, is not considered to have been implanted. (B)(6). A device history record (DHR) review was performed for both sterilization and manufacture of the subject device lot. Please note, the complained event was not related to sterilization. The DHR review for the sterilization of the subject device revealed that no non-conformance records (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The DHR review for the manufacture of the subject device also revealed that no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reports an event in (B)(6) as follows: it was reported during surgery to treat a distal humeral fracture on (B)(6) 2015, the head of the variable angle locking screw broke off despite using the torque limiting attachment when inserting the screw. The surgeon reported that the screws were inserted and tightened with the torque limitation attachment according to the technical guide recommendations. In fact, the torque limiting attachment did work for other screws when the tightening. The surgeon opted to leave the broken screw in the patient's bone since the other screws had already provided enough fixation. The surgery was completed without delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: only the screw head of a va locking screw was received. The broken off screw shaft was not returned for investigation. Because of the small size, there is no etch available on the screw head. The complaint description describes the implant to be part 04.211.026s with lot number 9407094. The microscopic investigation of the screw head shows that the threads on the locking head were damaged during use. The flanks of the threads are rounded and worn. The anodized rose red color was abraded in all affected areas. The t8 star drive head recess was checked with a t8 star drive screw driver and was found to be functional. A manufacturing conclusion cannot be presented because of product¿s condition. Referring to the complaint information, the lot number was given to be 9407094. The review of the device history record shows that 237 parts were manufactured in december, 2014 and there were no issues during the manufacture of the product that would contribute to the complaint condition. Based on the condition of the product, and the available information, a manufacturing conclusion cannot be presented. The condition of the thread on the screw head indicates that it got damaged because of cross-threading or forcible use during insertion. No manufacturing related issue was identified and/or confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.